Event description:
It was reported that staff noticed the end of the 10mm were cracking. Cracks were noticed after surgery and by the spd supervisor.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the 10mm, 33cm peek monopolar handle, it was confirmed that there were small cracks at the distal end of the device. Also noticed, were dings and scratches throughout the shaft of the device. The 10mm, 33cm peek monopolar handle passed the insuation integrity test.the probable root cause/s could be normal wear, user mishandling or improper sterilization, due to the small cracks at the distal end of the device.the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that staff noticed the end of the 10mm were cracking. Cracks were noticed after surgery and by the spd supervisor.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.